Event description:
It was reported that the air dermatome handpiece does not work. Despite multiple follow up attempts with the customer, no add'l info was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 11/16/2007 and has no repair history with zimmer surgical. Eval of the device observed that the motor did not operate. Prior to repair, the device was outside of calibration specifications at the zero thickness settings and outside side to side calibration specifications at the thickness settings. Repair of the device included replacement of the motor and standard replacement parts. Post repair analysis revealed exterior corrosion of the motor casing was observed and pictures were taken to capture this. There is no info provided regarding the customer's cleaning or sterilization methods; however, improper cleaning or sterilization methods most likely allowed moisture into the handpiece likely causing the corrosion to the motor casing over time, which most likely caused the customer's reported event. The device was serviced and returned to the customer.